Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited loss of capture and undersensing. The physician suspected the lead had dislodged. On (B)(6) 2016, the patient underwent lead revision successfully. The patient was in good condition.